Manufacturer narrative:
The device was returned to the manufacturer, however, testing is not yet complete.

Event description:
The date of the event is unknown. The event involved a plum set device that was noted to leak on the filter during use of a chemotherapy drug, paxol. There was no reported harm.

Manufacturer narrative:
Received a used list # 142560488 set with the reported complaint of leakage on the filter. As received, the inlet filter vent appeared to be partially wetted out with infusate material while the outlet vent appeared nominal. Red dyed water was injected into the sets in order to diagnose the mechanism of filter leakage. The inlet filter appeared to wet out and leaked red dye from multiple points on the filter. The reported complaint of filter leakage can be confirmed for the returned set. The probable cause of the observed leaks is temporary or permanent loss of the hydrophobic properties of the filter vent material due to infusate interactions.